Event description:
It was reported that a patient was implanted with a prodisc c vivo device at c5-6 on (B)(6) 2025. Patient was experiencing ongoing pain and an MRI was ordered. MRI showed a possible hematoma of unknown origin; the surgeon was uncertain about the hematoma due to device artifact on the MRI. Surgeon removed the implant on (B)(6) 2025 and replaced it with a keeled implant.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo device at c5-6 on (B)(6) 2025. Patient was experiencing ongoing pain and an MRI was ordered. MRI showed a possible hematoma of unknown origin; the surgeon was uncertain about the hematoma due to device artifact on the MRI. Surgeon removed the implant on (B)(6) 2025 and replaced it with a keeled implant. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. A device evaluation could not be completed as the implant was not returned following the removal surgery. Additionally, no imaging was provided. The removal was completed due to ongoing pain and a possible hematoma. The submission is 1 of 1 devices involved in this event.